Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that upon deployment of a vena cava filter, two legs of the filter remained inside the delivery sheath. While the deployment system was being removed, the filter was pulled down and a filter leg penetrated the ivc wall as the filter released from the deployment system. No attempt was made to retrieve the filter and it remains implanted. There was no reported patient injury.